Manufacturer narrative:
The customer is conducting an investigation as follow-up to a procedure where discoloration of the patient's skin was observed. The reported discoloration was temporary; no medical treatment was administered. Although we did not confirm with the patient, it was explained to us by the on-site nurse that this was not a burn, but rather a temporary "tanning" of the skin. Steris understands the hospital is reviewing all their pre-procedural standard operating procedures, including their techniques for skin preparation. The customer contacted steris asking we perform an evaluation of the lights in an attempt to rule out the lights as the root cause of the reported skin discoloration. A steris service technician inspected the facility's surgical lights. The technician tested the control and operation of the lights; he also tested the intensity levels (power outputs) of the lights; no issues were identified, and no repairs were made. The lights were confirmed to be operating according to specification. Steris re-emphasized, per our operator manual, that setting the light to the highest intensity and overlapping the fields can create too much heat. At this time the hospital does not believe re-training will be necessary as they understand the risks of overlapping light fields. The customer has not made any modifications to clinical practices, but they are under review.

Event description:
The user facility contacted steris requesting functional testing of their harmonyair m-series surgical lights.